Event description:
It was reported that the impactor broke during surgery. It was inside the patient. It is unknown how was the procedure completed.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of this device confirms that the impactor body has fractured from the modular connector. The modular connector was not returned. This failure mode has been previously identified. A design change has been implemented to reduce/eliminate this failure mode from recurrence. This device was manufactured prior to these corrective actions. A medical investigation was conducted and this case reports that the impactor broke during surgery. A photo of the returned device shows the impactor remains in one piece, however, the bumper is cracked. Per complaint details, there was no patient injury reported, however it is unknown whether there was a surgical delay. Since no patient harm is alleged, no further clinical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, corrective and preventive action is indicated to mitigate future recurrence of similar events. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.